Manufacturer narrative:
On (B)(6) 2017; we received additional information indicating that there was an issue with the silicone sleeve. X rays were inconclusive.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped due to a product performance issue. This ra lead activity lines up at the same time as the lv events causing lv pacing inhibition. Should additional information become available this file will be updated.